Event description:
Reporter alleged patient's blood glucose measured 523 mg/dl at 11:07 am back to back with a result of 128 mg/dl performed at 11:12 am. Reporter stated another meter reading was performed at 11:14 am and measured 129 mg/dl. Patient was stated to have no actions taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.